Manufacturer narrative:
D3: correction. D9: 10-dec-2024. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log could not load and therefore was not reviewed. Functional testing was performed, and the reported issue was duplicated. The cause was identified to be a software installation process disruption. The software was reinstalled to correct this issue.

Manufacturer narrative:
B3: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the device gave an error code 46442. And failed remediation. It is unknown, if there is patient involvement.